Event description:
The customer reported that the insulin pump made a grinding noise when rewind and sometimes during prime. The blood glucose reading was 111mg/dl. The customer experienced lows, but her doctor has corrected. The caller mentioned that the drive support cap was recessed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.